Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 2.6, lab: 1.9. Lab venipuncture draw was done immediately after inratio finger stick. No pt info was provided. Facility is a new customer; just received the inratio meter within the past week. Pt sample was sent to the lab to run a comparison. Nurse reports that they are not verifying the strip code.

Manufacturer narrative:
Investigation pending.